Manufacturer narrative:
G4: 22jul2020 b4: (B)(6)2020 attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. The product support tried contacting the customer several times, but no response received. The product support closed out the case due to no response from customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jul2020.

Event description:
The customer reported that he replaced the front bezel due to cracked and now when adjusting with the navigation ring the numbers are jumping. The customer reported that the unit was not in use on patient. Patient information and repair information were requested from the customer, but no response received. The customer contacted product support and reported that he replaced the front bezel again and still the same issue. Product support advised caller that this could be a damaged switch board cable to the user interface board or can be user interface (ui) board.